Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product has a water leak. Event occurred before patient use, during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual and functional testing was performed. It was confirmed that there was a crack in the water tank cover. There was also a water leak from the side of the circulating water tank, confirming the customer's complaint. The root cause were the cracks in the tank cover and enclosure. The reservoir tank cover and enclosure were replaced to correct the issue. Hl-90 device passed all functional and performance tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.